Manufacturer narrative:
The reported event that repositioning forceps l130mm was alleged of s-11 (breakage during surgery) could be confirmed, since the device was returned for investigation and matched the reported failure. Visual inspection revealed that the forceps showed signs of multiple use and reprocessing of the product. One arm of the forceps was broken and not available, while the other arm was bent at the tip possibly due to high load application. The broken surface of the forceps was analysed and it showed signs of fatigue fracture. Based on investigation, the root cause can be most likely attributed to a user related issue. The failure was probably caused due to incorrect handling /too high forces applied on the device as the forceps are intended to use for repositioning of bone and not meant for any other use/application. The functional and dimensional inspection of the device was not possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. IFU clearly informs the user of following points to avoid any damage to the device - only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.

Event description:
Repositioning forceps broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Repositioning forceps broke off.